Event description:
A physician reported a pt who was treated on 26 march 1998 in the vermillion border and the nasolabial folds. At the time of treatment of the upper vermilion border, the physician noted an immediated "blanching" of the treatment site, which subsequently turned purple in color. The physician discontinued the treatment and massaged and applied ice to the area. On march 28,1998, the pt reported pain at the upper vermilion border and stated that it looked "bruised". On 29 march 1998, the pt stated the pain became intense and the upper left vermilion border became "listered". The physician prescribed famvir on 29 march 1998, as the physician believed the blistering may have been due to a herpes simplex outbreak. On march 30,1998, the pt was seen by a consulting physician who diagnosed the symptoms as a vascular event. The consulting physician prescribed no further medical or surgical intervention. The treating physician examined the pt on 9 april 1998 and noted that there was a purple discoloration just above the left upper vermilion border and a 6mm ulceration on the left upper vermilion mucosa under the lip. The physician stated that the area was healing, and no further medical or surgical intervention was planned or prescribed.